Event description:
The lay user/pt contacted lifescan (lfs) in 2007 and alleged that the meter was prompting both error 2 and error 5 messages. She reported that the test strips were not in good condition. The pt reported that she has not tested on her meter for two weeks due to the error messages. During that two week time period, the pt visited her physician regarding her hypertension and her diabetes. Her blood glucose was tested and the pt was told that her result was "high". She was treated with insulin. The pt reported symptoms of weakness, nausea, and confusion; however, it is not known when these symptoms occurred. It would have been helpful to know her diabetes treatment regimen, the date the symptoms began, the day of the physician's appointment, if the pt attempted to test during that time, if there was any change to her diabetes regimen, and what the specific damage was that the pt reported about the test strip. The testing technique was correct and the pt reported that her test strips were not in good condition. This complaint is being reported, as pt reported that she was unable to test on her meter, she visited her physician for assistance and she received treatment for a high blood glucose reading. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.